Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation. A pinhole was found on the tip of the balloon near the air duct. The reported issue was confirmed. A formal corrective and preventative action was opened for this reported issue. A failure in the adhesive layer between the balloon and shaft was found. A production notification was performed to all personnel to ensure that they are aware on the condition reported by the customer. As a result of the investigation and root cause, actions were taken by the outside supplier to increase the cure time from 48 hours to 72 hours, reduce operator based variation during adhesive application by improving and controlling the dispensing of the adhesive to the distal bond joint, and measure and control cleanroom humidity and temperature. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the g-tube was inserted on (B)(6) 2017 and when flushing the tube after insertion, formula was leaking from the valve. The patient's mother stated that the leaking continued at home. On (B)(6) 2017 the g-tube fell out and a "pinsize" hole was seen on the bottom of the balloon where it attaches to the shaft and there was a large leak of saline from the balloon.